Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to close, upon closer inspection the drawer's solenoid was found burning and producing smoke. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 solenoid was found in a constant energized state, causing the malfunction. The drawer and its components were replaced to resolve. The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d4, e3, g1, g2, and h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 04-oct-2021 to 04- oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that burnt solenoid prevented the drawer from opening. It was removed to take out the cubie, and the entire drawer was replaced and reconfigured. The cubie was then placed back into the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medstation es drawer 2.2 did not close, and the solenoid burnt and emitted smoke. There were no adverse events or injuries reported based on this incident.